Event description:
It was reported that while compressing the fracture, the instrument broke.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned subtroc lag screw driver indicated that the retaining rod's threaded end has fractured off. The fractured portion of the tip was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.